Event description:
Intermittent capture was reported as well as impedance value of 200 ohms. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.